Manufacturer narrative:
Explanted component has been discarded therefore cannot be returned to manufacturer for analysis. Review of production records for complained component has been performed and did not highlight any anomaly. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2026 to convert an anatomic configuration into a reverse due to rotator cuff failure. Original surgery occurred on (B)(6) 2025. During the revision, pre-existing following components: cemented glenoid 3 pegs std (pn 1379,50,010, lot. 21at03r, ster. (B)(4), humeral head dia. 48mm (pn 1322.09.480, lot. 2436382, ster. (B)(4), adaptor taper eccentrical 2mm (pn 1330.15.272, lot. 2506202, ster. (B)(4), finned stem dia. 19mm l. 80mm (pn 1304.15.190, lot. 2434110, ster. (B)(4), humeral body trauma medium (pn 1350.15.010, lot. 2504857, ster. (B)(4). Have been explanted and replaced with: humeral body reverse short (pn 1325.15.005); reverse liner retentive +6mm dia. 40 mm (pn 1365.50.821); connector + screw small-r (pn 1374.15.305); glenosphere dia. 40mm (pn 1374.09.121); metal back glenoid small-r (pn 1375.21.005). Minimal bone loss for the glenoid was confirmed during revision that was completed as intended. Patient is female, date of birth (B)(6) 1958. The event occurred in the united states.